Manufacturer narrative:
Concomitant products: addr01 ipg implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and fracture . The rv lead was capped and replaced. The physician choose to put old rv lead into left ventricular (lv) lead port and program rv pacing only. No patient complications have been reported as a result of this event.